Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735787: ubd: unknown, UDI#: unknown; product ID: 9735773, ubd: unknown, UDI#: unknown; product ID: 9735784, ubd: unknown, UDI#: unknown; product ID: 9735787, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple annexes were coded - a1002: applicable to a burning smell that was noticed, followed by smoke coming from the back of the unit. A0708: applicable to the uninterrupted power source (ups) not maintaining power. A0719: applicable to the system losing power upon powering down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon powering on a navigation system in the usual operating room, a burning smell was immediately noticed, followed by smoke coming from the back of the unit. It was noted that the system subsequently lost power upon powering down, and the uninterrupted power source (ups) did not maintain power. There was no patient involved.

Manufacturer narrative:
H2: correction: section a was updated. Additional information added to b5. H3, h6: the 9735787 uninterruptable power supply (ups), lot 23240020 was returned for analysis. No failure was found. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an approximate 4 hour delay while another system was procured from a sister hospital.

Manufacturer narrative:
H2: additional information added to b5. Correction: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: updated product ID:9735787 ups to product ID: 9735943 power supply, the system was serviced in the field by a medtronic representative. The uninterruptable power supply (ups), backup battery, power pack and ac input cable were replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred prior to a functional endoscopic sinus surgery (fess) procedure. There was a delay to the procedure while they got another system from a sister hospital. There was no impact on the patient's outcome.

Manufacturer narrative:
H3, h6) the product ID: 9735943, lot number: lc 22f02a, was returned to the manufacturer for analysis on 2025-05-06. In summary, no faults were found. The returned cable has no physical damage and passed a continuity test with no opens or shorts detected. Previously reported codes b01, c19 and d14 are applicable. H3, h6) the product ID: 9735784, lot number: 220802, was returned to the manufacturer for analysis on 2025-05-21. In summary, no faults were found. The returned cable and fuses were intact with no physical damage. The cable passed a continuity test with no opens or shorts detected. Previously reported codes b01, c19 and d14 are applicable. H3, h6) the product ID: 9735773, lot number: 2232, was returned to the manufacturer for analysis on 2025-05-06. In summary, no faults were found. The battery was tested (48.57 volts (v)) with a known good uninterruptible power supply (ups) for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.